Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that a shaft break occurred. A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for a coronary artery disease (cad) treatment. During procedure, in the delivery process, the shaft got fractured. The device was removed and the procedure was completed with an alternative method, there were no patient complications.